Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the company rep that the paramedics had been to the customer's house in the past year for a low blood glucose. Customer's husband had to call for medical assistance just for low blood glucose many times in the past 2 years.